Event description:
It was reported when the device was used during a laparoscopic distal gastrectomy procedure, after it was fired it would not open. A competitor's product was used to complete the case. There was no patient consequence.